Event description:
It was reported to boston scientific corporation on september 24, 2008 that a rapid exchange biliary stent system was used six days prior. According to the complainant, the physician experienced difficultly advancing the stent delivery system over the guidewire. Reportedly, the procedure was completed with a different device (unknown product/manufacturer). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the device has been disposed and is not available for return; the cause of the reported malfunction is undetermined.